Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd venflon¿ pro safety shielded IV catheter the catheter tip was discovered to be damaged. The following information was provided by the initial reporter: received information from distributor. The vps with lot# 2297009p46 is rejected by customer because oddity was found on the catheter tip. It is found on many pieces of the mentioned lot# which the catheter tip is blunt/flat it causes abnormal pain on the patients during insertion and also causes failed IV catheter insertion.

Event description:
It was reported that during use with an unspecified amount of bd venflon¿ pro safety shielded IV catheter the catheter tip was discovered to be damaged. The following information was provided by the initial reporter: received information from distributor. The vps with lot# 2297009p46 is rejected by customer because oddity was found on the catheter tip. It is found on many pieces of the mentioned lot# which the catheter tip is blunt/flat it causes abnormal pain on the patients during insertion and also causes failed IV catheter insertion.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes returned to manufacturer on: 27-jun-2023. H.6. Investigation summary: our quality engineer inspected the 2 photos and 7 used samples submitted for evaluation. The reported issue of catheter tip integrity was confirmed upon inspection of the samples. Analysis of the samples showed that the samples did not have properly formed catheter tips. Bd determined that the cause of the failure was associated to manufacturing personnel failure during the catheter tip forming process. The catheters are manually handled at the forming station and an unformed catheter was likely placed into the formed catheter bin by a production technician. An action plan has been created to help prevent the recurrence of this failure mode. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.